Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella cp was inserted via the right femoral artery in a 63-year-old male with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Prior to initiation of impella cp support, the patient was reported as society for cardiovascular angiography and interventions (scai) shock stage d and was escalated from intra-aortic balloon pump (iabp) support in addition to respiratory support and systemic anticoagulation. While receiving impella cp support, the patient's right lower extremity became mottled, raising concern for limb ischemia. In response to the event, the impella cp was explanted. It was not reported whether explanation resulted in improvement or resolution of the lower extremity findings. Additional vascular assessments, interventions, and outcome of the reported ischemia were not provided. At the time of the event, the impella cp was operating at performance level p-9 with flows of approximately 3.6 l/min. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate and was functioning as intended. No device alarms, malfunctions, or performance concerns were reported. The patient survived the explant of the iimpella device. The reported lower extremity mottling is consistent with limb ischemia occurring in the setting of large-bore femoral arterial access and mechanical circulatory support. Given the temporal relationship to right femoral impella cp support, an association with the device-patient interaction and/or access procedure cannot be excluded.

Event description:
It was additionally reported that the peel away sheath was already removed.

Manufacturer narrative:
B5 updated with additional information.